Manufacturer narrative:
The insulin pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. Occlusion and the excessive no delivery tests weren't performed due to motor error alarm. The device had minor scratched on the display window, cracked case at display window corners, and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call, the insulin pump alarmed motor error. Customer's blood glucose was unknown. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. The alarm history was reviewed and it was noted the device had alarmed motor error three times after clearing the alarm and rewind it. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. He agreed to return the device for further analysis.